Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09168. It was reported that a balloon catheter was stuck on the rotawire. The 90% stenosed target lesion was located in the calcified popliteal artery. Rotational atherectomy was performed with a rotablator over a peripheral rotawire. The rotablator was removed and a non bsc balloon catheter was advanced over the rotawire to post dilate the lesion. A 135cm charger balloon catheter was then advanced over the rotawire but it became stuck. The rotawire and balloon catheter were removed from the patient as a unit. The procedure was completed with a 0.014 non bsc guidewire and a non bsc balloon. No patient complications were reported and the patient's status was fine.